Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Tandem technical support made multiple follow up attempts regarding a back-up insulin therapy method, however the customer did not respond. Customer¿s blood glucose level was 195 mg/dl.